Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp device was inserted via the left axillary artery in a 68-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e, with a history of known coronary artery disease (cad). Hemolysis was suspected, and echocardiography demonstrated that the left ventricle was severely underfilled. Volume resuscitation was provided, and the patient responded, with resolution of hemolysis at that time. The pump was explanted, and the patient survived to explant. The reported hemolysis is a known risk associated with impella support as described in the instructions for use and may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction and hemodynamic instability.

Manufacturer narrative:
Corrected information has been provided in d1. Hemolysis/mechanical interaction with blood: the cause of hemolysis/mechanical interaction with blood was most likely patient condition related since the patient had low volume in the left ventricle and hemolysis was resolved after the volume was compensated.